Event description:
Pt's pro se report of alleged infection, fistula, mesh explant and life threatening emergency hospitalization due to mesh.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit follow up report when/if product is returned for eval or add'l info becomes available.